Event description:
It was reported that the patient presented to the emergency room (ER) feeling sluggish, and a low heart rate measuring in the upper 30's due to the patient having a heart block. Upon examination they found there was a lack of capture on the right ventricular (rv) lead. The patient noted he did not feel good the past two days prior to going to the ER. The sales representative checked the lead and capture was confirmed however, programmed at subthreshold. Pacing impedances have increased since february and are measuring 1300 ohms. Additional intervention was performed as the physician elected to place a temporary lead and the patient was hospitalized. Subsequently, the lead was surgically abandoned and replaced successfully. The patients pacemaker was also replaced due to therapy upgrade. No additional adverse patient effects were reported.